Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during cancer surgery, incomplete cut line. During the radical resection of carcinoma of esophagogastric junction, after fired with audible feedback, found little part of tissue was not cut off, and some staples malformed. Used scalpel and suture to cut the tissue and sew the wound. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # r5843u. The analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was completed, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.